Manufacturer narrative:
(B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex enteral duodenal stent was to be used in the duodenum to treat a malignant stricture during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the stent when the delivery system got stuck. The partially deployed stent was removed from the patient and the procedure was completed with another wallflex duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.